Event description:
A customer complaint prompted an investigation by our company into a potential product malfunction. We had the customer's product tested by a 3rd-party (initial reporter) with whole blood at a low glucose level and a high glucose level. The strip readings were compared to the glucose levels, which were measured using a ysi 2300 stat plus glucose analyzer. By this method, it was determined that the customer's product was giving falsely high results at the low glucose level, while the high glucose level results were within acceptable limits.